Event description:
An olympus employee reported the subject device was leaking from the bending section. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling from the objective lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the objective lens was found to be peeled off due to chemical or physical stress. The reported issue (leakage from the bending section) was confirmed and found to be caused due to a pinhole in the bending section cover. In addition, service found the image was noisy due to breakage of the image sensor, the video connector was broken, angulation was insufficient due to elongation of the angle wire, the angle lever was cracked due to handling, the adhesive on the bending section was missing, and there were scratches on multiple parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.